Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose levels were too high for the glucose meter to detect. Troubleshooting could not be conducted as the buttons were not responding. Advised the mother that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.